Manufacturer narrative:
The reported event was confirmed - cause unknown. Received 2 all silicone foley catheter with one packaging. Verified material numbers 175816, 175818, batch number ngjz1779 and manufacturing lot numbers ngkn0165 and ngkn3503. Visual inspection noted sharp edge on the catheter tip. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, multiple incidents of hematuria on the ward, 2 traumatic insertions with bleeding, discovered sharp edges on foley catheter. No medical intervention was reported. Per notification from investigator on (B)(6) 2026, it was reported that additional sample with sharp edge was returned for evaluation was found during sample evaluation on (B)(6) 2025.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, multiple incidents of hematuria on the ward, 2 traumatic insertions with bleeding, discovered sharp edges on foley catheter. No medical intervention was reported.